Manufacturer narrative:
Exact date of onset for the patient¿s postoperative pain is unknown; however, the issue was reported to hospital staff on (B)(6), 2015. Additional product codes for this report include: hwc. (B)(4). It is unknown if the scheduled revision/explant procedure actually took place on (B)(6), 2015. (B)(6). Additional manufacturing dates include: december 6, 2013 (non-sterile part). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing site (sterile): (B)(4) - manufacturing date: may 27, 2014 - expiry date: may 1, 2025. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile parts were reviewed. Manufacturing location (B)(4) ¿ manufacturing date: december 6, 2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had suffered a distal radius fracture in the past. A re-fracture on the same side occurred at the end of (B)(6), 2015. The patient then underwent a procedure on (B)(6), 2015 during which a locking compression plate (lcp) distal radius plate was implanted. The surgeon contoured the plate to match the patient's bone shape and implanted a part of the ilium to the affected area. The procedure was successfully completed. The patient was referred to rehabilitation. The surgeon allowed the patient to begin walking with a cane approximately one (1) week postoperative. However, the patient began reporting pain on (B)(6), 2015. During a visit to the hospital, plate breakage was discovered. A revision surgery was scheduled for (B)(6), 2015, but there is currently no information available pertaining to that procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not available for return. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be observed.